Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable does not charge the pump. The customer's blood glucose level ranged from 108-271 mg/dl. Reportedly, the customer was sent a replacement usb cable. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.